Manufacturer narrative:
The event occurred in (B)(6) . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the basal rate on the infusion device changed by itself. On (B)(6) 2016 at approximately 5:00 p.m., the diabetes counselor programmed the basal rate manually (24 x 1 hour) basal rate: 28.3 i.u. On (B)(6) 2016 in the morning, the diabetes counselor controlled the basal rate and detected that the programmed basal rate changed by itself. Instead of (24 x 1 hour), the basal rate displayed time blocks and was not programmed as (24 x 1 hour) basal rate. There was a time block displayed from 2:00 a.m. Until 4:00 a.m. With 2.2. I.u. Initially 0.8 i.u. Per hour was intended. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.